Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 275cc smooth mentor memorygel breast implants experienced left-sided anisomastia and right-sided implant rupture postoperatively. The patient presented with asymmetry with the left breast being larger, droopier, and more slack. As a result, the patient underwent explantation and replacement with unspecified 175cc mentor gel breast implants on (B)(6) 2021. Upon explantation, the right-sided implant was found to be ruptured. This medwatch report is for the left-sided implant.